Event description:
It was reported that on (B)(6) 2015 a volume discrepancy was noted. The expected residual volume was 6ml and the actual residual volume was 30ml. The cause of the discrepancy was unknown. An x-ray was performed and no issue was found. The patient was having neck surgery so a dye study was being planned in the near future. There were no patient symptoms; the patient status was alive ¿ no injury. The drug used in the pump was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there had been a kink and a hole in the catheter. No troubleshooting or interventions had yet been performed; a ¿pumpogram¿ was planned but the patient had back surgery. The neurosurgeon cut the catheter at the time of the surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).